Manufacturer narrative:
(B) (4): results -product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in and on the balloon and in the inflation lumen. There was contrast on the balloon. The balloon was loosely folded. There was a longitudinal rupture above the distal marker on the balloon, 1 mm distal to the distal marker and extending proximally for a length of 9 mm. There were no scratches visible on the balloon. There was no other damage noted to the balloon catheter. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product noted blood visible on the balloon and in the inflation lumen and balloon, which is consistent with a rupture inside the pt anatomy. There was contrast on the balloon, which is consistent with preparation of the product. The balloon was loosely folded, which is consistent with positive pressure applied to the balloon. There was a longitudinal rupture above the distal balloon marker for a length of 9 mm, confirming the reported rupture. There were no scratches noted. The product was sent to the sem lab for further analysis. The analysis determined that the rupture may be attributed to exposure conditions or a material/processing discrepancy along the inner surface. There was a longitudinal partial tear observed along the inner surface adjacent to the fracture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The pt's anatomy was heavily calcified which may have contributed to the balloon rupture. It is likely that the balloon material was damaged (scratched) during interaction with other devices and/or pt anatomy, resulting in the rupture in the balloon. It is unk what pressure the balloon was inflated to, which may have aided the evaluation and determination of cause. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported balloon rupture. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that two rx voyager's (2.0x15mm and 2.5x15mm) would not cross. It is unk if anything else crossed. Another 2.5x15 mm rx voyager ruptured during the procedure; however, there were no pt effects and the device was withdrawn from the pt without further incident. No add'l info is available.